Event description:
Technician alleged the siderail will not raise up. No pt impact.

Manufacturer narrative:
The technician found the metal latch cover was bent and caught on the locking hook. The technician replaced the metal latch cover to resolve the issue.